Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was presented at the hospital with dizziness. Upon interrogation the physician observed the pacing issue with the pacemaker. As a result surgical intervention was taken wherein the pacemaker was explanted and replaced. Post procedure, no patient¿s symptoms reported.

Manufacturer narrative:
The reported field event of no pacing was not confirmed in the laboratory. Upon receipt, a thin layer of special coating was observed on the pacer¿s body. DHR of the device stated that it was processed a custom device, it is believed that good pacing could not be achieved due to the coating on the device. The device was tested on the bench and no anomalies were found. The pacer was pacing normally.